Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2018-00213 and 1627487-2018-02014. It was reported the patient was experiencing a change is stimulation. Diagnostics indicated multiple low impedances on the leads. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. X-rays were taken and showed the lead had pulled out of the header. Therapy was resumed postoperatively. Device information is unknown at this time.